Manufacturer narrative:
Other relevant device(s) are : product ID: 3093-28, lot# v464758, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 29-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had a broken lead and it was replaced. It was also reported that the patient experienced a shocking sensation in the anal/buttock area and that the ins battery was replacement. No further complications were noted or anticipated